Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 11.5 mm icm115v4 implantable collamer lens in the pt's left eye on (B)(6) 2010. The lens was explanted on (B)(6) 2010, due to inadequate vaulting. The lens was exchanged for a longer lens.